Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's fill estimate was inaccurate. During troubleshooting, the customer noticed that the cartridge leaked near the septum. Recommendation was made to change the cartridge. The customer's blood glucose level was not impacted.